Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse was able to confirm the event by running patient samples. Fse found some blocked I-6 tubing and replaced the tubing. However, the customer continued to have problems with additional peaks. Fse returned to the site and was able to confirm the issue on the print outs. Fse then replaced the column, which was at 2100 injections, and completed calibration. Fse then performed precision and quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 08-oct-2017 through aware date 08-nov-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and application states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Interpretation of results the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Chapter 5 maintenance procedures: chapter 5 column replacement states the following: 5.6 column replacement replace the column in the following situations. 1. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. 2. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. 3. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. 4. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement.52 chapter 6 troubleshooting states: 211 peak pattern error indicates that peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis and wash solutions. The most probable cause of the reported event was due to blocked l-6 tubing and a contaminated column.

Event description:
A customer reported p00 peaks on patient samples on the g8 instrument. The customer ran quality controls with acceptable results and then ran about four racks of tubes. The first two racks ran without any issues with a retention time (rt) of 0.60 minutes. The third rack of samples all had p00 peaks. The customer then ran quality controls again and then repeated the samples with the p00 peaks and they ran without any problems. The fourth rack also had p00 peaks as well. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.